Manufacturer narrative:
Date of submission 07-jun-2018 the device has been returned and evaluated by product analysis on 01-jun-2018 with the following findings: the last basal delivery was on (B)(6)2018 @ 06:38 am. The total daily dose added up and reflected the programmed basal rate target. The battery compartment and cap were undamaged and able to fit. The ez-prime steps were performed correctly. The pump reflected 24 units delivered after 24 hours on 1 unit per hour duration test. The product performed and delivered within specifications. Investigators were unable to duplicate the inaccurate delivery complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged the basal history did not match the active basal program. It was reported that the patient experienced a blood glucose level of above 250 but below 500, without any other symptoms of hyperglycemia. This incident does not meet animas's definition of an adverse event. This issue is being reported because as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.